Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported a lack of therapeutic benefit. The patient stated that she does not know if the trial was successful or not. The patient mentioned that she has back pain, a pre-existing condition, and this back pain causes her to have bladder issues and wet herself. The patient thinks that "the trial helped stimulate her back and for that she didn't have bladder problems." Due to the patient's back issue she needs to be able to have MRI, thus the patient thinks she should just have the system explanted since "its not helping anyways." The patient plans to follow-up with her healthcare provider to discuss symptoms and/or having the device explanted. There was no specific device issue or malfunction reported. The patient has since had the device explanted.

Manufacturer narrative:
Correction to device serial number; number should be (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.